Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead, measuring greater than 2000 ohms. The rv lead was reprogrammed. Subsequently, a lss occurred on the non-boston scientific right atrial (ra) lead due to oor pacing impedances. After the lss, noise was oversensed on the ra lead, which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed reprogramming options, and the device was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code was updated.